Manufacturer narrative:
Concomitant medical products: d314trg crtd, implanted: (B)(6) 2013, product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high thresholds and no capture. The lv lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was later capped and replaced.